Event description:
During baxter's functionality testing it was found that a spectrum pump has a close door alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the identified "close door" message as a door not fully latched alarm. The alarm was caused by a failed upper link switch. The upper auxiliary assembly (including the link the switch) was replaced.